Event description:
Additional information received noting that roughly a year and three months after implant, the patient presented with an intraocular pressure of 22mmhg and the optic disc was noted as "narrowed edge". An ocular massage was conducted this same day. Following massage, iop dropped to 16mmhg and patient began taking brimonidine tartrate eye drops and brinzolamide and timolol maleate eye drops for treatment. Patient takes these medications and continuous ocular massage is required to keep pressure in normal range. Event noted as recovering/remissing and device remains implanted.

Manufacturer narrative:
Additional information: b.5., g.1., h.6.

Manufacturer narrative:
(B)(4). The events of iritis, inflammation, hyperemia, gel stent curling, corneal edema, and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
A clinical study patient with a xen 45 gel stent implanted in the left eye experienced the mild events of corneal edema, anterior chamber inflammation, and conjunctival hyperemia two days after implant. These events all resolved in a few days with no treatment. Roughly 6 months after implant the patient was hospitalized due to chronic open-angle glaucoma in both eyes. Upon examination, patient had some conjunctival congestion of the os and the xen gel stent was curled below the conjunctiva and the intraocular pressure was noted at 23mmhg. A filtration operation was carried out. Two days after the initial hospitalization, it was noted the iop was under control with no significant shift in the xen positioning. The patient's iop was kept under control by ocular massage. The iop ranged from 18mmhg to 23mmhg during the hospitalization. Patient was ultimately released with an iop if 22 mmhg. Tafluprost eye drops are in use since discharge for treatment of the event.